Event description:
The customer stated that she received back to back readings of 425, 136, and 383 mg/dl. The difference between the second reading and the first and third readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event due to the readings. She did state that she was storing the strips in the pouch of her meter case, not in the original bottle. The customer was going to purchase new strips and store them correctly. No product is to be returned for eval.